Manufacturer narrative:
H6: evaluation codes update. One photo was provided for the investigation. The complaint was not confirmed since the reported problem could not be seen in the picture. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review could not be completed since no lot number was provided.

Manufacturer narrative:
D9: 5/30/2025. One used device was received for evaluation. As received, the catheter was observed to be torn at the proximal end, next to the port connector. The reported issue was confirmed, but the exact cause was not able to be determined. It is unknown what the timeframe of the occurrence of the damage was. A device history review could not be performed since the lot number was unknown.

Event description:
It was reported that the tubing was broken, and the medication was not working well. The event occurred during while in use with a patient. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.